Event description:
Reporter indicated that pt's generator was not working in 2003 as evidenced by the fact that the pt did not feel stimulation on that day and there was no change in the pt's voice as usually occurs with stimulation. It was reported that on the next day, the device appeared to be working again. The pt was seen by neurologist for a parameter increase in 01/2003 and at the following visit seven days later it was noted that the device output current was set at 0ma. Physician indicated that he may have inadvertently programmed the device to 0ma output current during the programming attempt at previous office visit. Investigation to date has been unable to rule out possible device malfunction.